Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify frozen screen and e15 due to blank display.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working and received multiple insulin pump error alarm. Customer's blood glucose level was 18.6 mmol/l. Troubleshooting was done. Customer was unable to clear the alarm. Customer stated that troubleshooting was not completed for frozen display because insulin pump did not turned on since last thursday. Insulin pump will be returned for analysis.